Event description:
While monitoring a pt (age & gender unk) the device's video display turned completely yellow. The clinician obtained another device to continue treating the pt. No adverse effect to the pt due to the reported malfunction.